Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6), alleging inaccurate high results as compared to the patient's normal readings/feelings. The reporter did not specify the reading obtained from the subject device. A quality control test was performed but did not pass, therefore this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.